Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early.

Manufacturer narrative:
The pod was received deployed. Multiple attempts to retrieve data from the pod were unsuccessful. The exact cause of data loss couldn't be determined. Inspection of the pod found no damages or manufacturing deficiencies that would cause the device to deploy earlier than expected. Because no data could be obtained from the device, it could not be conclusively determined if the device deployed early.